Event description:
The customer contact reported the device did not deliver a dose when the button on the patient bolus cord is pressed. The device was returned to the biomedical engineering department with a note that stated, "pump not bolusing?" On an unspecified date and time, the device was programmed for pain management in the continuous + bolus mode, to deliver an unspecified concentration of hydromorphone, with a 0.4mg/hr continuous rate titrated to 0.3mg/hr, then 0.2mg/hr, a 0.3mg bolus, a 15 minute patient lockout, a 4 bolus/hr limit and the delivery was started. On (B)(6) 2009 at an unspecified time, the nurse reported "pump not bolusing". The device was removed from clinical service. The customer contact stated there was no change in the patient status and no reported delay in therapy critical to this patient. No medical interventions were provided. During testing at the user facility, the device passed testing. Though requested, no additional information including if the therapy was resumed using a replacement device was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).